Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
Report received from the USA sating that the device did not function, and that the device had a broken piece located under the throttle that was likely preventing the user from fully depressing the control to reach 80,000 revolutions per minute. The device was not being used during surgery. It is unknown if injury was not being intervention occurred. There was no additional information provided.